Event description:
It was reported that the pt presented in clinic after receiving an alert for high hv lead impedance. Noise was observed on the svc coil egm during testing. Noise was reproducible with movement. Lead was replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise could not be reported. Analysis was normal. No anomaly found. The lead exhibited normal electrical characteristics.